Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted for a cerebrovascular accident (cva) and, overnight, they experienced chronic low flow alarms that abruptly stopped after a period of time. Upon log file review, low flow alarms were observed that appeared to be physiological in nature. A no external power event was also observed while attached to batteries, which could be due to an issue with the battery clips losing contact with the battery contacts. Additional information communicated stated that the patient admitted on (B)(6) 2020 for hemorrhagic stroke and a head computerized tomography (CT) scan was performed. The patient's low flow alarms resolved with aggressive fluid administration. Since their cva, the patient remains somnolent and it has been deemed unlikely that they will experience meaningful neurological recovery. The healthcare providers are currently awaiting a family meeting to determine if care will transition to comfort measures. However, the cause of the no external power alarm has not been identified. No damage was observed on the contacts in the battery clips and the battery clips and battery terminal contacts have not been cleaned.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Additionally, low flow alarms were confirmed via the submitted log file and reportedly resolved with aggressive fluid administration. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. Beginning on (B)(6) 2020, the log file captured frequent low flow hazard alarms, associated with calculated flow dropping to 2.4 lpm, below the low flow threshold of 2.5 lpm. These alarms were sustained for the majority of the remainder of the log file. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The heartmate ii lvas IFU lists stroke, local infection, and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides details regarding the recommended anticoagulation therapy and inr range. Care instructions for preventing infection are outlined in various sections of this document and the hmii patient handbook. The IFU also outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the patient's chronic driveline infection was reported under MFR report #2916596-2020-02495. The patient's chronic gastrointestinal bleeds were reported under MFR report #2916596-2020-02409.

Event description:
Additional information was received that the patient expired. This patient had a chronic corynebacterium driveline infection, was on lifelong IV vancomycin for treatment, and had chronic gastrointestinal (gi) bleeds. Prior to death, the patient experienced falls at home and volume overload and they were readmitted on (B)(6) 2020 with more falls and found to have a subarachnoid hemorrhage (sah). Neurology was consulted and anticoagulation was held. On (B)(6) 2020 the patient was noted to have a new sah and a perineal abscess that was pseudomonas. Thus, antibiotics were broadened. On (B)(6) 2020, the patient decompensated and was transferred to the intensive care unit (ICU). The patient's family decided not to escalate care and, on (B)(6) 2020, the patient was made comfort care and the lvad was turned off. There was no autopsy and no equipment will be returned. It was reported that the patient¿s death was multifactorial including chronic driveline infection and that the device operated as expected.